Event description:
Ous MDR - after an implantation period of approx. 32 months, a lack of right ventricular capture at any programmed output was reported. Lead remains implanted. No adverse events to the patient were reported. Should additional information be provided this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available data included a threshold test demonstrating a loss of capture even at 7.5 v as reported in the complaint text. Furthermore the provided sensing trend curve showed a decrease from initially 3 mv to <2 mv. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Further data such as diagnostic images would be necessary for further investigations. Should additional information or the device itself become available for analysis, the investigation will be updated.